Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose of 590mg/dl which was treated with shots. Customer had symptoms like thirsty. Customer reports insulin exited at the quick release. Customer performed displacement test and passed. Customer had bent cannula after removal. Products will not be return for analysis.